Manufacturer narrative:
Ortho performed retain testing, batch review, and complaint review by lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reporting one event of false negative reaction for rh testing on a pregnant patient who had a previous history of rh positive. According to customer, patient with previous history of rh positive (tested on provue analyzer back on (B)(6) 2010) was tested on (B)(6) 2018 on vision analyzer using mts abd/rev grouping card. Result from vision, showed a 4+ positive reaction with the anti-d microwell. Sample also showed a positive abs screen. With panel ID, the antibody identified was anti-d. Because of the antibody, customer tested the sample using ortho bioclone lot # db319 and saw negative reaction at immediate spin (no ahg phase performed on sample). Customer also tested sample using a competitor's reagents and again saw 1+ . Daily qc testing performed and acceptable issue started on: (B)(6) 2018; reported 3/22/18. Frequency: 1x. Methodology used: tube. Pattern observed: positive reaction with anti-d using mts abd/rev gel cards and negative using tube reagent. Method used to repeat: tube method. Other relevant details: qc for all reagents was deemed acceptable. Tsc discussed clones used in gel testing; competitor's reagents and possible reason for negative reaction for d antigen. Customer further added no weak d testing was performed on sample in tube method. Tsc recommend customer repeat testing and carry out testing to the ahg phase. Tsc will follow up with site on result of testing from weak d testing tsc followed up with customer and was told with repeat testing of sample in tube method, including ahg phase, stated the reaction is 3+. Customer agree the sample is rh positive. Expects no follow up from ortho.